Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was receiving a MRI due to an epidural abscess and lower back pain. It was unknown when the epidural abscess and lower back pain began. No device issues were reported. No complications were reported or anticipated.